Event description:
On (B)(6) 2010, patient reported she needs to raise her basal rate for a 24 hour period. Assisted patient with programming the new basal rate. Patient stated she was able to get the basal rate programmed. Patient reported she is currently in the hospital and was diagnosed with ketoacidosis. Patient stated the luer lock on her infusion set was broken and that is why she did not get the insulin. Patient reported her blood glucose was 511 mg/dl before she went into the hospital. Patient stated she gave herself 12.0 units of insulin and then she checked her blood glucose level again with a reading of 565 mg/dl. Patient reported she called the paramedics to pick her up. Patient stated she knows it was not the infusion device and that it had to have been the broken luer lock on the infusion set. Unable to complete troubleshooting. Patient reported she is able to reconnect to the infusion device and continue to use it. On call back to patient on (B)(6) 2010, patient reported she was released from the hospital on (B)(6) 2010. Patient stated the reason her infusion device is not working for her is that when she goes to twist in the infusion set, it cracks when it is twisted into the cartridge. Patient reported she is not feeling well today. Requested return of the alleged infusion set for evaluation.